Event description:
The physician began to insert the gore hybrid vascular graft into a 14ft cook sheath when the gore hybrid vascular graft began to prematurely deploy at the tip. The device was removed and another 9mm gore hybrid vascular graft was successfully deployed using the same sheath.

Manufacturer narrative:
Note: based on the available information, we are unable to determine the exact cause(s) of this event. Review of manufacturing records confirmed device met specifications.